Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie 3.2 row b was not detected on the bus. A field service engineer removed all the pockets from the drawer, cleaned out the debris, shut down the station, reseated the row bard connector, inserted the pockets back into the drawer and started up the station to resolve. All pockets were detected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where the row of cubies was not detected on the bus in the half-height cubie drawer 3.2. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.